Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The balanced salt solution in the lens vial was low. There was no patient contact. Another lens of the same model was used to complete the surgery.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
The lens and lens vial were returned for evaluation. Visual inspection found the peel pouch is still sealed with the lens and vial inside. The lens is in a dried condition and is in the vial positioned correctly, as it should be. The vial contains no fluid. Visual inspection found dried solution and particulates visible in the threads of the cap and vial. The septum is damaged/cracked. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum cannot be determined. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.